Manufacturer narrative:
The product will not be returned to maquet for investigation. Therefore, a device evaluation could not be performed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 short port btt was not allowing gas to flow. He couldn't see anything blocking it. Gas would flow, then he would connect the gas line to the port-while holding it in his hand-and no flow, plus the machine said there was an occlusion. The hospital did not report any pt effects. The product was discarded.